Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 68mm abdominal aortic aneurysm on (B)(6) 2018. Etbf2316c145ej was implanted from the right side. Etlw1616c156ej was implanted on the contralateral side and etlw1628c93ej was implanted on the ipsilateral side. Both were landed in the common iliac artery. It was reported that just over two years later, a type ia endoleak was confirmed by CT. A laparotomy was performed 17 days later. Surgical tape was fixed on the proximal region, and the trunk part of the main body was blocked with an occlusion balloon. The 26 mm artificial blood vessel was used, the main body was wrapped, then lapping and banding were performed on the wall of the aneurysm. Regarding to distal region, there was a part that autologous blood vessels remained on the right common iliac artery (cia), so an artificial blood vessel was also anastomosed there. The left limb was anastomosed to external iliac artery (eia). It was reported that on the right limb, there was a few mm of a hole confirmed in the graft at a position where did not common contact with the inside of aneurysm. It was stated that this iiib endoleak possibly caused the increase of the aneurysm diameter and proximal neck diameter, leading to type ia endoleak. It was confirmed there was only a iiib endoleak in etlw1628c93ej and not in the bifurcate main body. The bifurcate main body was partially explanted and the 2 endurant limbs were explanted also. As per the physician, cause of the event cannot be determined, but it was stated that there was a possibility that the iiib endoleak was caused by the guidewire during the index procedure. No additional clinical sequalae were reported and the patient is fine.